Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male patient subsequent to receiving dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2010, the patient began dianeal pd2 ultrabag therapy, most recent lot number 1009081, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized for treatment. On (B)(6) 2010, the patient began treatment with fortum 1 gm daily ip and reflin 1 gm daily ip (it was not reported if treatment was ongoing). The root cause of the peritonitis was unknown. The outcome of the peritonitis was reported as unknown. Dianeal pd2 ultrabag therapy was reported to be ongoing. The nurse considered that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.